Event description:
Event description guidant received information that this during the implant procedure, this whisper guidewire for this left ventricular lead, was unable to be passed through the lead. The lead was then removed and it was observed that the distal tip of the guidewire was stretched, which broke-off and remained within the lead. In addition, it appeared that the guidewire had punctured the lead, as evidence by a bulge while the lead was flushed.